Manufacturer narrative:
(B)(6).

Event description:
It was reported that prior to implant, a long charge time alert was observed while the device was still in the box. The device was not implanted.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal anomaly was found. The cause of the extended charge time was an internal hv capacitor anomaly.